Event description:
On november 15, 2006, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was reading inaccurately low. The medical affairs specialist (mas) listened to the call between the patient and customer care advocate (cca) to obtain/verify information. The patient informed the reported that the meter has been giving her low results for about 3 years. While troubleshooting the alleged meter issue with the reporter, the cca discovered that the device was incorrectly set to "mmol/l". The patient denied changing the meter's setting to "mmol/l" the patient has regular checkup appointments with her doctor every 2 months. For the past 6 months, the patient has received 3 insulin injections based on elevated blood glucose results obtained by her doctor (device unknown). The patient's last appointment took place about 3 weeks ago. During that appointment, the patient obtained a reading of "280 or 283 mg/dl" from the doctor. She again received insulin (unknown type/dose). Right before she went to the appointment, she got a result of "8.0 mmol/l" on the reported meter that she interpreted as "80 mg/dl." The patient explained that whenever she got low readings such as "58 or 48", she ate food and drank beverages to raise her blood glucose levels. At times when the patient got readings that she interpreted as being low, she had symptoms of "dizziness, weakness, and headaches." Even then, the patient still treated herself by eating food and/or drinking beverages. The patient mentioned that the symptoms would go away and she would feel better after receiving insulin from the doctor. On one of the doctor's visits, the patient's medication regimen was changed. However, the reporter did not know the details of the patient's medication regimen. The doctor just advised the patient to continue taking her oral medications as prescribed. The patient was using "unichek" test strips with the reported meter. The meter, test strips, and control solution were replaced. The patient's meter was incorrectly set to "mmol/l." She alleged that the meter had been giving her low readings for about 3 years. During that time, the patient has experienced symptoms of hyperglycemia, obtained high blood glucose results during her doctor's appointments, and received insulin treatment. This complaint is being reported due to the following conclusion: the patient's meter was incorrectly set to "mmol/l". She alleged that the meter had been giving her low readings for about 3 years. During that time, the patient has experienced symptoms, obtained high blood glucose results during her doctor's appointments, and received insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.